Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump worked fine in forward speed, but was noisy and jerky in reverse. This was a pump that was retired and the user facility's biomedical engineer was trying make into a reserve pump. There was no pt involvement.

Manufacturer narrative:
This device was manufactured before 1999. Investigation in process, but not yet completed.